Manufacturer narrative:
MFR received date: 03 oct 2019. The customer reported that replacing the touchscreen resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen issues. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
The customer reported touchscreen issues. There was no patient involvement.